Event description:
An incident report was received from abbott personnel detailing the following: "it was reported that during a procedure of the mildly calcified stenosis of the anterior tibial artery, the hi-torque connect guidewire was advanced and crossed the lesion successfully. A non abbott balloon catheter was loaded and advanced onto the guidewire and dilations were performed. An attempt to exchange the guidewire met resistance and the guidewire could not be removed. The balloon catheter and the guidewire were removed as a system from the anatomy without incident. A different unspecified guidewire was used to complete the procedure. The physician noted the hydrophilic coating on the guidewire was 'cumbersome' (bulky). There was no reported adverse pt effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no add'l info was provided.

Manufacturer narrative:
An initial investigation has been conducted on the lot history records of the guidewire involved in the incident. The review demonstrated no mfg issues that may have contributed to the complaint. Further testing is required to determine characteristics of the returned guidewire. Testing is scheduled for completion by week 4 of 2012, following which, a final report will be provided for this incident.